Event description:
Patient additionally reported that they experienced the events of ¿mass¿, "surrounded by fluid¿, ¿hardening¿, ¿pain¿, ¿rash on my stomach under the implant¿, ¿recall came out and I have 4 of the symptoms that tell you to contact a doctor¿. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause. Device evaluation: visual analysis of the returned device identified underweight, broken shell, yellow particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.1., g.3., h.3., h.6.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture and capsular contracture, baker grade IV. Device remains implanted.